Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the surgeon fired the first reload on the lower portion of the stomach with a egia60amt, the reload fired completely out. However, on the second firing, another egia60amt was fired. The reload didn't even make it 30mm before slowing down (about 1 sec) and then completely stopping. The surgeon attempted to initiate the firing again after leaving on the tissue for compression. A disposable (egiaustnd) was then used and fired the rest of the way, with zero issues on tissue thickness. Surgeon also used seamguard reinforcement material during the procedure. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
Tracking number: (B)(4).